Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer had low blood glucose levels of 34 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer recorded a sensor glucose reading of 200 mg/dl when the actual blood glucose level was 34 mg/dl. The customer stated that she changed the sensor and that her current sensor was working. The customer had treated herself with juice. The customer further mentioned that she was suffering from bronchitis for over a week and that she experienced unstable blood glucose levels since the sickness began. The customer also stated there was an instance of high blood glucose levels of 496 mg/dl but a sensor glucose reading of 100 mg/dl. The customer treated herself with a manual injection. Troubleshooting was done. Advised to call back if there were further issues. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.